Event description:
It was reported "on (B)(6) 2014, customer was reportedly approached by the infection control with regard to an alleged (B)(6) experienced by one of the customer's haematology patients. On investigation, the customer discovered the patient had a power PICC line inserted during his stay in the hospital in (B)(6) 2014. He subsequently discovered to be beyond treatment and was discharged into the community. He was referred to hospice for their nurses to provide PICC care. Some time later, the patient attended an outpatient appointment at a hospital where the line was reportedly found to be missing the end luer plugs. After consultation with one of their doctors, the nurses reportedly soaked the end of the line in chlorhexidine and allegedly proceeded to use. Subsequently the patient was allegedly discovered to be growing multiple bugs including (B)(6) and the line was removed." On (B)(4) 2014 it was reported that "on (B)(6) 2014, the patient was said to have presented to facility from home for a routine appointment with an alleged luer plug missing. Cultures at that time weer reportedly negative. He subsequently represented on (B)(6) 2014 with an alleged infected PICC. The reported bugs on the culture are unknown only that (B)(6) allegedly involved. The patient was reportedly treated as an in-patient and has now been discharged home."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexg1011 showed no other similar product complaint(s) from these lot numbers.